Event description:
A malfunction was reported with a pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to report back if the issue reappears, which they acknowledged and understood.